Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foreign material inside of the sterile packaging.

Manufacturer narrative:
Alleged failure: stains inside of sealed pouch. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be extreme shipping conditions or storage conditions. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The device manufacture date is not known.

Event description:
It was reported that there was foreign material inside of the sterile packaging.